Event description:
The customer reported there was no video signal. The 32p plug was defective. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the 32p plug unit on cradle. The system operates as intended.